Event description:
The event is reported as: alleged issue: "doctor had his hand over the hole on the cord when he realized it was overheated and burned his hand." Pt current condition is fine.

Manufacturer narrative:
(B)(4). A f/u investigation report will be sent when completed.